Event description:
Experienced irritation after 2 hours with icy hot air activated neck wrap. After removal of wrap area remained red and tender to the touch. Dose or amount: one, frequency: 2 hours, route: subdermal. Dates of use: 2007. Diagnosis or reason for use: arthritis. Event abated after use stopped or dose reduced? Yes.